Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test. The customer states the pump was damaged at the battery compartment. The customer states they had blank display. The customer's blood glucose level at the time of incident was 120mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm, low battery alarm due to blank display. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.